Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart mrx battery was not charging. It was later clarified by the reporter that the device was not charging the battery when power by ac power module. There was no patient involvement.